Event description:
It was reported that the patient had a total left hip replacement in 2006. As of sometime in 2008 the patient started to experience squeaking and grinding coming from her left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.